Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
This case, with patient identifier (B)(6) (meter with serial number (B)(4)), is related to case with patient identifier (B)(6) (meter with serial number (B)(4)) it was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired. Strips were expired at time of event.

Event description:
Customer allegedly received the following results, with two different compact meters, within 10 minutes: 27 mg/dl (meter with serial number (B)(4)) and 119 mg/dl (meter with serial number (B)(4)). No adverse event reported. Requested return of suspect devices and strips, and replacement was sent.